Manufacturer narrative:
Additional information: section h imdrf annex c.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer didn't open due to medication spilling and damaging. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn(B)(6) was performed from the date of manufacture, 07-oct-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer failed to open. The field service engineer (fse) wiped clean all medication spillages on the station, which affected multiple drawers. Replaced the half height cubie tray where spillage occurred inside the drawer, cleaned inside half height cubie drawer trays and pockets, and tested access to all cubie pockets and drawers successfully. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer didn't open due to medication spilling and damaging. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.